Manufacturer narrative:
Final analysis found both the proximal and distal insulations damaged at 23 cm from the connector pin due to clavicular crush.

Event description:
It was reported that the lead was defective.